Event description:
It was reported that the right ventricular lead had varying impedance that were high, which triggered an alert. It was determined that the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for rv. Pace lead z > 2000 ohms on (B)(4)-2012. Weekly pace lead impedance log data show various spike increases for max v. Pace = 520 to 2778 ohms range between (B)(4)-2012. One ventricular nst=210 ms between (B)(4)-2012. Ventricular short interval count v-sic=212.6 counts avg/day, in 144.6 days, between (B)(4)-2012.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the partial lead was returned in segments and analyzed. A proximal portion was received measuring 42.5 cm. A distal portion was received measuring 42.5 cm. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.